Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needles were clogged 5 times. There was no report of patient impact. The following information was provided by the initial reporter: today, 2 different nurses reported to me that are unable to prime (push air out) of 5 needles.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-feb-2023 h6: investigation summary one sample received by our quality team for investigation. Upon visual evaluation, no defects or imperfections observed on the needle. The needle was connected to a syringe with saline solution, sample expelled the solution with normal flow. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s previous investigation, the root cause of the failure clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needles were clogged 5 times. There was no report of patient impact. The following information was provided by the initial reporter: today, 2 different nurses reported to me that are unable to prime (push air out) of 5 needles.